Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on their own, and the technical support suggested a pump replacement. However, the customer chose to continue using the current pump and will rely on alternate method if necessary.